Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2023, explanted: (B)(6) 2024, product type lead. Product ID 977a260, serial# (B)(6), implanted: (B)(6) 2023, explanted: (B)(6) 2024, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that it was reported that the issue was resolved.

Manufacturer narrative:
D10: section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 10-apr-2027, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(6), ubd: 10-apr-2027, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2023-jun-26: information was received from a manufacturer representative regarding a patient who was implanted with an implantable n eurostimulator (ins). It was reported that there were shorts #6 720 (avoid open-short), #10 720 (avoid open-short). Tried using multiple reference electrodes - did not solve the impedance issues for 6 <(>&<)> 10.  Programmed around open-short impedance issues. This issue was discovered at post op appt. It is unknown if this issue first occurred intra-op when procedure was done. It is unknown if the issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware. 2024-nov-04: additional information was received from a manufacturer representative (rep). The rep reported that the healthcare provider (hcp) replaced both leads. Xray prior to surgery show leads at bottom on t11 and top of l1. Hcp determined leads migrated due to pt activity. Pt no longer has to bend and lift heavy objects for work.